Event description:
Abbvie representative reported on behalf of patient "pulling/swelling, feeling of pressure and pain in the breast area, general malaise, suspected implant rupture, feared organ damage/liver damage due to leaked silicone, psychological distress, fear of cancer, severe impairment of everyday life due to the pain". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.